Event description:
It was reported that the cartridge was leaking from the cartridge tubing and bottom and side of the canister. The customer experienced an elevated blood glucose (bg) level of 600 mg/dl and subsequently went to the emergency room (ER). The customer received intravenous fluids of saline and insulin to address the bg. The customer was released from the ER on (B)(6) 2026 with the issue resolved and no permanent damage. The customer loaded a new cartridge to address the issue.